Event description:
It was reported that the insulin pump had scrolling numbers during a bolus wizard use attempt. The customer stated that when she went to put the blood glucose value into the insulin pump, and the numbers kept going and going. The customer stated that she took the battery out and was able to stop the scrolling. She noted that she did give herself a dose of insulin, but it was the wrong dose. The customer tried to go back down using the arrow key, but it was unresponsive. She stated that she could not get the device to read what she wanted it to read. The blood glucose reading was 76 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. Numbers do not ramp up on its own or scroll bar moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.